Event description:
During the procedure, it was reported the implant coil prematurely detached. An alligator retrieval device and snare was used to recapture the detached implant coil. After approximately 2-3 hours, the implant coil was captured and removed from the patient. The patient had increased exposure to radiation due to the event; however, the patient was reported to be doing fine. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pusher assembly was returned for evaluation without the implant coil as it was discarded. The evaluation could not determine the cause of the event. All devices are 100% inspected for damages and irregularities during manufacture. Reference cer (B)(4) follow-up 1.